Manufacturer narrative:
Disregard initial MDR: originally the claim was determined to be reportable, but upon further review was determined not MDR reportable. Cause of event reprted as lens tear. Not likely to cause or contribute to death or serious injury if it were to reoccur. Lens not implanted. No patient contact. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2. -14.0 diopter implantable collamer lens lens tore/broke during loading. Damage was noted while removing from vial. Back up lens implanted. Cause of the event is reported as unknown additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A2 - 2000, a4 - unk, a5 - unk, a6 - unk, h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).